Event description:
It was reported the device was explanted and replaced due to eri (elective replacement indicators) after 27 months. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: normal battery depletion. It was reported the device was explanted and replaced due to eri (elective replacement indicators) after 27 months. No patient complications were reported as a result of this event. Electrical tests performed actual device involved in incident was evaluated mechanical tests performed visual examination end of life - expected battery device operated according to specifications low battery.